Event description:
Post procedure note preoperative diagnosis: foot osteomyelitis. Difficulty in PICC line insertion. Retained intravascular guidewire foreign body. Postoperative diagnosis: same procedure: snare retrieval of intravascular guidewire fragment foreign body; placement of tunneled cvc findings: there was a knot at the distal end of the 0.018" guidewire which appeared to be embedded in the upper third of the r upper arm basilic vein and could not be removed with snare technique. The guidewire knot measures 2 mm in size and is attach to a 4 mm length of wire which remains in place. The remainder of the intravascular wire foreign body was removed with snare technique. Specimen: guidewire fragments estimated blood loss: 20 ml complications: none patient status: stable anesthesia: local. FDA safety report ID # (B)(4).